Event description:
It was reported the pump moved ¿somewhat¿ in the pocket and this caused the catheter to kink. To remedy the issue, the pump was secured in multiple places to the underlying fascia using a #0 ethibond suture. It was stated that problem was there may be areas of translucency in the tubing which do not show up on radiology films. It was unknown what drug the pump was used to deliver. No further information was provided. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please refer to attached maude report# mw5040715.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, implanted: (B)(6) 2014, product type: catheter. (B)(4).